Event description:
Information was received from the physician's office indicating that there was no explant planned. The patient was not taking any other medication at the time of the event and had a medical history of choreoathetotic cerebral palsy. When the patient gets excited, she flails her arms and has truncal extension. The patient's intrathecal therapy was not effective, even with a significant increase in dosing. A spinal dye study was performed in an effort to troubleshoot the issue and showed fractured tubing. The therapy was felt not effective enough to risk a third surgery. The cause of the alarm was the fractured tubing, so no refill occurred because there was no reason to refill the pump (see manufacturer report #3004209178-2015-09923). Should additional information be received a supplemental report will be filed.

Event description:
It was reported the patient was diagnosed with a fractured catheter after a spinal dye study in late fall 2014. The patient had not been getting therapy so they were not going to have the catheter revised/replaced. The pump was used to deliver baclofen (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).